Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery charger device had a blinking blue light. It was reported that this event was not related to surgery and there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue power light was flashing, housing was cracked, loose parts inside, missing warranty label and usb cover. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to tampering and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.